Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision on (B)(6) 2020 upon exhibiting phrenic nerve stimulation post-implant. It was also noted prior to procedure that the patient's right ventricular lead exhibited high capture threshold and r-wave amplitude variation. The physician attempted to reposition the chronic lead, but it was found that the lead's helix failed to extend. The physician elected to extract the chronic lead and place a new lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.